Event description:
It was reported that during the procedure in the heavily tortuous left common iliac artery, pre-dilatation was performed. The 7.0 x 100 mm absolute pro vascular stent delivery system was advanced to the target lesion and the stent was deployed. About 20-30 mm of the stent was deployed before the thumbwheel of the delivery system would turn no further. The stent delivery system handle was pulled apart and the stent was able to be manually deployed. The stent was deployed at the target lesion; however, due to the length of the lesion, a second planned stent was deployed to cover the remaining lesion. There was no clinically significant delay and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported failure to deploy could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.